Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 400 mg/dl. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer was dehydrated and had a headache. Customer gave a manual injection to address bg. In the ER bloodwork was completed. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer alleged that boluses were not being delivered; however, pump history showed boluses were delivered as intended.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 400 mg/dl. Customer was dehydrated and had a headache. Customer gave a manual injection to address bg. In the ER bloodwork was completed. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer alleged that boluses were not being delivered; however, pump history showed boluses were delivered as intended.